Event description:
It was reported that during an unknown procedure the stapler stuck during firing. There was a 20 minute delay in surgery. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 7/9/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did the reload lockout and would not work?- no. 2. Did the reload begin to staple and cut, but then jammed?- yes. 3. Did the device staple?- partially, before it being stuck. 4. If the device staple, was the staple line complete?- till the point when it was not stuck, it deployed proper staple line. 5. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)?- b- formation. 6. Did the device cut?- yes 7. If the device cut, was the cut line complete?- yes. 8. Were the cut line and staple lines equal?- no. 9. Could you please clarify if there were any patient consequences?- no. 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?- no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024 investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.